Manufacturer narrative:
Product event summary:the device was returned and analyzed. There were no anomalies found. It was note that the returned device indicated a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Almost a month post implant it was reported that there was an issue with the connector block of the device as there was oversensing and high impedance observed on the right ventricular (rv) lead. It was noted that during the revision procedure it was found that there was no issue with the lead but instead the problem appeared to be with the connector block/setscrew. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.